Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a system error 2240(air in the set). The hp stated that there were no leaks in the supplies and that he was connected to machine. The technical service representative (tsr) had the hp restart with new supplies. Global product surveillance contacted hp on (B)(4), 2011. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error alarm was not confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.